Event description:
It was reported by service report that the brakes were not holding. The customer could not determine whether there was patient involvement; however, no adverse consequences are reported.